Event description:
While attempting to defibrillate a pt (age & gender unknown) with non-zoll electrodes attached and utlizing an interconnect adaptor, the device displayed a "poor pad contact" message and failed to discharge. The clinician obtained another device to continue treating the pt with the same electrode pads attached. There was no adverse effect to the pt due to the reported malfunction.